Event description:
In (B)(6) 2011, I decided to have the essure device implanted as a way to prevent pregnancy under the advice of my obgyn. After a couple of months, I experienced daily severe cramping, back pain, rapid weight gain, swelling. After less than one year, I was taken to the emergency room to be diagnosed with low thyroid graves disease. Two months after that, I lost voluntary muscle control and was diagnosed with myasthenia gravis and hashi motos disease. I now suffer from muscle weakness, fatigue, depression, anxiety, blurred and double vision. Constant pain, nausea and severe hair loss to the point of having to wear a wig, constant dry mouth, frequent urination and anemia. I was a perfectly healthy, active, strong mother of three prior to the implantation of this device. Since the implantation, I have been reduced to a dependent person who can barely lift a gallon of milk. I now have a medi port device implanted for the administration of required IV treatments for the myasthenia gravis that I have developed, and am on a regimen of 28 pills per day just for daily functionality.